Manufacturer narrative:
The device was not returned, thus the reported failure could not be confirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A peripheral atherectomy procedure commenced to treat critical limb ischemia due to a moderately fibrous lesion in the distal posterior tibial (pt) artery. A spectranetics turbo elite laser atherectomy catheter was used to treat the patient. During the procedure, red light was observed coming through the outer jacket. Use of the device was discontinued and another catheter was used to successfully complete the procedure with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.

Event description:
This event is no longer reportable for unintended radiation exposure, potential for harm. Device evaluation confirmed no breach to the turbo elite''s outer jacket; therefore, no unintended radiation exposure occurred.

Manufacturer narrative:
B5): this event has been determined to no longer be reportable. D9): the turbo elite was returned to the manufacturer for evaluation 23may2023. G3): the device evaluation/investigation were completed (B)(6) 2023. H3): visual inspection found red light emitting from the working length; one broken fiber was apparent underneath the outer jacket (within specification). This area contained no breach to the outer jacket. H6): component and heic codes remain applicable as listed in the initial MDR. Medical device problem code corrected to 1069 (from 1562); a broken fiber was observed, but no breach to the outer jacket occurred. Hecc code corrected to 4582 (from 4565); it was confirmed no unintended radiation exposure occurred. Type of investigation code corrected to 10 (from 4114); the device was returned to the manufacturer for evaluation. Investigation findings code corrected to 3252 (from 3221); a broken fiber was apparent under the outer jacket. Investigation conclusions code corrected to 4315 (from 67); based on the device evaluation and investigation, the cause of the broken fiber could not be established. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.